Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that the right ventricular (rv) lead exhibited myopotential oversensing and resulted in a false episode of one of the premature ventricular contraction (pvc) events. No intervention was performed. The patient was in stable condition.